Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell or detached from the instrument during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The curved-tip 30 stapler instrument was analyzed and found to have the drive shaft broken from the clamp cardan. The drive shift was fully detached from the clamp cardan. Additional observation related to the customer complaint: the instrument was found to have a broken grip cable at the pivot tube. The cable was fully broken. The segment containing the crimp is no longer intact and was missing; it was not returned with the instrument. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Additional unrelated observation(s) not reported by site: the instrument was found to fail during initialization during in-house testing. The instrument was placed on in-house system and failed the initialization test on 3 of 3 attempts. No damage was found to the leadscrew, and the leadscrew was found to be lubricated as expected. Review of the instrument logs showed no errors. The probable root cause of the broken drive shaft was attributed to the user. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip 30 stapler instrument did not work. Customer was able to use it once, but not after the second time. A backup same instrument was used to complete the procedure with no patient harm.